Event description:
It was reported that the patient experienced extracardiac stimulation and intermittent phrenic nerve stimulation caused by the left ventricular (lv) lead. Reprogramming was done, which resolve the stimulation and the lead remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1qq, crtd; 6935m55, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.